Event description:
Related manufacture reference number: 2017865-2022-00117. It was reported that the patient presented remotely. Review of transmission revealed that the pacemaker exhibited appropriate mode switches due to under-sensing. It was also noted that the right ventricular lead exhibited under-sensing. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not provided.